Event description:
It was reported that the ventricular cable of the connector lock of the external pulse generator was broken. It was noted that it was found during an inspection. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular cable of the connector lock was broken and therefore it was replaced. Analysis also found that the upper and lower cases were broken, the battery release was contaminated, both bail covers as well as both bails were missing, the battery contacts were compressed, the ring was bent, the keyboard was scratched and the liquid crystal display was out of specification, it was missing pixels. (B)(4).